Event description:
The inner sheath was returned to the service center with a report of parts coming off, cap fell off. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, shaved ceramic insulation was found. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the cause of the damage is considered to be overloading and deterioration over time. However, a root of reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.